Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's previous history of major infection. Though the root cause of the reported event cannot be conclusively determined, there are patient, including related comorbidities, and procedural factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital on (B)(6) 2016 with a pump-related bacterial pump pocket infection. Debridement of the left thoracotomy wound with wound vacuum-assisted closure (vac) was performed. The patient was also treated with intravenous (IV) drugs. The patient was discharged on (B)(6) 2016. The site deemed the event as unrelated to the device.